Event description:
According to the information received, two amplatzer devices were implanted to close the an atrial septal defect. The procedure was initially successful and the patient was discharged. Days later, the patient was experiencing chest pains and was rushed to the hospital. The patient was referred to a surgeon for emergency repair of an aortic erosion. The patient did not recover from the surgery and passed away.

Manufacturer narrative:
The device manufacturing records were able not be reviewed since the device lot / serial numbers were not provided. Further information was requested regarding this case multiple times, but medical records and imaging were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive since no additional information was received. The cause of this event remains unknown. Two amplatzer devices were stated on the initial event report form as being used during this case, however; without any additional / further information received about the case details, it is not possible to determine which amplatzer device was involved, so only one MDR is being submitted at this time.

Manufacturer narrative:
St. Jude medical could not evaluate the product involved in this event since it was not returned. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Imaging analysis: review of the medical records and images by agas (B)(4) resulted in the following findings: the amplatzer septal occluder (aso) that reportedly led to the aortic perforation was an 18mm aso (9-asd-018, lot 1105197211, (B)(4)). This (B)(6) male patient underwent closure of asds with two aso devices. The patient was found to have at least three defects. Two hemodynamically-significant defects were closed without issue in the lab. A tte was performed the evening of the procedure when patient experienced some chest pain which appeared to be pleuritic in nature. The patient was observed overnight and a repeat tte was performed before discharge. Five days after discharge he suffered from chest pain and was seen in the ER. He was thought to have had an ami and received a high dose of heparin before he was transferred to another institution. The implanting physician notified the subsequent physicians about the possibility of erosion. The patient received a blood transfusion, pericardiocentesis and underwent emergent surgery. Erosion was observed at the anterior-superior region of the right atrium with a compromised aortic wall as well. These were repaired adequately. A few days later, the patient was found to be neurologically compromised and also was in multi-organ system failure. He was pronounced dead a few days later. Two cds and medical records were provided for review: cd 1: this cd showed fluoroscopic images of balloon-sizing and placement of two devices. Cd 2 contained three echocardiograms. Two were transthoracic and one was an intra-procedural tee. The tee yielded the most information and the following interpretation is based upon thorough review of the tee. The ttes were reviewed as well. The tee was of good quality. The atrial septum and the defects were assessed in bi-caval, short-axis and 4-chamber views. There were clearly three defects seen in bi-caval view. The defect toward the svc was smaller than the main, central defect. A third, small defect was also evident. In the short-axis view, near the aortic sinus, there was no aortic rim seen during ventricular systole. The aorta seen in the 4-chamber (modified 4-chamber) view was without any aortic rim. Balloon-sizing of the main defect was performed and the size ranged from 11-13mm. A device was placed in the defect. This device had a flat profile and the edges were near the aorta but without any impingement. However, there was a second defect present toward the aortic side (high in the svc). A wire was seen through the defect and a second device was deployed. In bi-caval view, both devices appeared seated well and in alignment. In the short-axis view, the second device impinged upon the aorta with significant distortion in atrial systole and diastole. The edges of the device clearly impinged upon the atrial wall. The tee showed no evidence of pericardial effusion. The edge of the device toward the aortic rim seemed to impinge upon the aorta. According to agas (B)(4) the following conclusions were drawn: anatomy: the patient had complex atrial septal defects (asds). One defect was central and the second was close to the aorta. No aortic rims seen in the modified 4-chamber view and in some short-axis views. Sizing/placement: the first aso (12mm) partially occluded the defect close to the aorta; hence, it was somewhat large but an acceptable size device. The second aso, which appeared to be the 18mm device, was significantly large for the defect that was smaller and closer to the aorta. This device was wedged between the aorta and the device placed in the central defect. Therefore, it was pressed into the aorta with every cardiac cycle resulting in atrial free wall erosion that was followed by aortic wall erosion. Complicating factors: the patient received a high dose heparin in the ER which increased the blood leakage further into the pericardial cavity resulting into worsening tamponade. The aga medical (B)(4) reviewed and adjudicated this event and determined an erosion occurred.